Event description:
It was reported that the device would lock up with a white screen. There was no pt use associated with this event.

Manufacturer narrative:
(B)(4). Physio-control has verified the reported failure and continues to investigate the issue. Physio will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.